Event description:
It was reported that during a shoulder cuff repair surgery, the anchor was broken when it was inserted, the surgeon removed the anchor with tweezers. A back up device was used to complete the surgery. There was a surgical delay greater than 30 minutes. No patient injury reported.

Manufacturer narrative:
One 72202597 twinfix ultra ha 4.5mm suture anchor device returned. The complaint stated: ¿the anchor was broken when it was inserted.¿ the insertion device was returned with suture still wound on the cleats. The entire anchor was returned but the distal portion was fractured. This distal portion was twisted. The proximal portion of the anchor remained on the inserter. Visual inspection confirmed damage of the inserter where the forks had been bent outward. These are symptoms of excess torque applied while twisting attempt to insert anchor no root cause related to the manufacturing of this device was confirmed.